Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 3 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, a ramp echocardiogram was positive for device thrombosis and the patient received a heparin infusion. The patient remained hemodynamically stable and remained in the hospital to wait for a heart transplant. The patient received a heart transplant on (B)(6) 2018. No further information was provided.